Event description:
It was reported that the user, not yet connected to a new sensor on the ilet system, experienced hyperglycemia confirmed by a fingerstick glucose of 272 mg/dl and was advised to complete a firmware update and change sensor type when glucose was in a safer range. Symptoms included elevated blood glucose. Outcomes included temporary impact requiring troubleshooting and user education. Investigation included case triage and user guidance on device setup, firmware update, and sensor configuration. Investigation of this case revealed no confirmed device malfunction, with the event characterized as hyperglycemia of unclear cause while awaiting sensor connection. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.